Manufacturer narrative:
Device received with stripped battery cap coin slot. Device received with cracked battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic pieces break off of reservoir, battery cover was mangled and plastic was dented. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.